Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was receiving excessive no delivery alarms. The customer stated the alarms had been occurring for the past two to three months. Customer's blood glucose was 102 mg/dl. Customer declined to troubleshoot and requested to have their insulin pump replaced. No additional information provided.